Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and urge incontinence; the trial began on (B)(6) 2021. It was reported that¿the trial patient's daughter called and stated that the their mother is currently hospitalized. They will be contacting the clinician.